Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, 1 ligaclip device locked and no staples came out. They unpacked a new ligaclip but this one also seemed to lock and suddenly a staple came out. It was weird formed. This staple was bent more the other way around, like a wide v. After this weird formed staple, normal formed staples came out and they could proceed with the procedure. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results of the device (a) found that it was received with the lockout mechanism prematurely activated. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device, the latch was found to be bent causing the premature activation of the lockout mechanism and eighteen clips remaining. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A "click" is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. No functional test could be performed due to the condition of the device. No conclusion could be reached as to what may have caused the malformed clips issue. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j90j4u. Expiration date: 02/2017. Manufacturing date: 03/2012.